Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic biliary drainage (ebd) procedure performed in the bile duct of a patient. According to the complainant, when the physician attempted to deploy the advanix biliary stent at the lesion, the inner catheter of the naviflex delivery system was unable to be pulled due to resistance. Therefore, the advanix biliary stent was unable to be deployed. The procedure was not completed as there were no other advanix biliary stents available for use. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good." This event has been deemed a reportable event based on the investigation results; stent deformed.

Manufacturer narrative:
Investigation results of stent deformed. A visual evaluation was performed and found the stent was kinked along the drainage holes and on the r/o marker. The proximal tip of the stent was deformed from being crushed against the distal tip of the push catheter. A functional evaluation for stent deployment found the device failed to deploy the stent. It is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters and the stent. With the stent and catheters bound by kinks and bends, the device could become unable to deploy the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.